Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via social media customer hospitalization. Customer's blood glucose level was over 1000 mg/dl. Customer was in the hospital for 9 days and when they were released they still did not feel good. Customer's right leg is in pain and they can barely walk. Customer was urged to speak to the 24 hour helpline. Customer advised they are busy and will call back when they get a chance.